Manufacturer narrative:
(B)(4). Date sent: 7/18/2025. D4 batch #: a9ec4d. This is an analysis of an image submitted for evaluation. The image provided by the customer shows a harh device inside a bag. No damage could be observed. The event described could not be confirmed as no detectable damage could be observed. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be observed during the photo analysis. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number a9ec4d, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that during an unknown procedure after 30 minutes of surgery the tweezers broke the tip and did not give continuity with the tweezers. It was soon replaced with a new clamp.

Manufacturer narrative:
(B)(4). Date sent: 7/3/2025. D4 batch #: unknown. Additional information was requested and the following was obtained: no fragments fell inside the patient, 30 minutes into the surgery, the tip of the forceps broke and when the doctor realized, the tip fell into her hand. The patient did not suffer adverse consequences due to this problem. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 8/13/2025. Investigation summary- the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with the blade tip broken off and not returned. During functional testing on a gen11 an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. The device will stop activating when the blade becomes damaged. The device was disassembled to inspect the blade and the blade breaking point was located at an area inside the tube proximal to the tissue pad. This is consistent with a side load being applied to the blade while active with the jaw closed. Additionally, photos were provided and they are not related a manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. No conclusion could be reached as to how this issue occurred. As part of the quality process all devices are manufactured, inspected, and released to approved specifications.